Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a new cartridge would not fit onto the pump. Reportedly, the contact stated that the hole at the bottom of the cartridge appeared to be too small compared to another cartridge. There was no impact to the user's blood glucose level. Reportedly, the same cartridge was reloaded and insulin delivery was resumed.